Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eos battery status, which was activated on 28-nov-2020, one month after the device had been explanted. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. The battery was sent to the manufacturer for a thorough analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
The device is being returned for inspection due to premature eri. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. Based on the analysis results it was decided to report this event.